Event description:
The pt was implanted with a right ventricular assist device. The vad coordinator the pt allegedly had positive blood cultures and thrombus started to form inside the pump. The pump was swabbed and came back positive. The pt received a pump exchange.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.